Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, when trying to extract the proximal femoral nail antirotation (prna) ii blade by applying gentle blows with the hammer, the connecting tip of the extractor broke. The surgeon used another tool to continue. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation evaluation was performed: the hexagon tip of the seven year old instrument is broken off; the broken off portion is missing. The remaining device shows marks and striations and has the appearance of frequent and forcible use. Because of the damage and wear on the remaining instrument the relevant dimensions cannot be checked to print specifications anymore. The fracture face is homogenous, what indicates material conformity and shows the typical view of a forced rupture. The manufacturing review shows that the production procedure was according to the specifications at the time in august 2008 and there were no issues that would contribute to this complaint condition. The instrument in question meanwhile has been replaced through the new version. We conclude that the cause of failure is not due to any manufacturing non-conformances. We determine this complaint to be caused during a mechanical overloading situation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional patient information: the patient¿s height is reported as (B)(6). (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the procedure was extended by ten (10) minutes.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.